Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome switch on the esc and act buttons. No button error alarm noted. The device also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and the act button is hard to push. The alarm history showed 3 button error alarms. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.